Event description:
As md was using a cook medical 6 shooter saeed multi-band ligator to band a patient's varices, the tip separated from the 6 shooter and was left in the patient's throat. The disconnected piece was successfully removed from the patient's throat after approx 10 minutes.